Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed a "proximal pressure line disconnect" alarm. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A follow up was performed with the service engineer (se), and it was reported that the "proximal pressure line disconnect" was observed when the device was powered on. The se reported that after replacing the motor control board, the device passed all testing, and no other issues were reported. The device was returned to service.